Event description:
It was reported via clinical affairs that a male patient experienced an arrhythmic event post implant of an edwards aortic bioprosthetic valve, and required implantation of a permanent pacemaker. No additional information was provided by the site.

Manufacturer narrative:
Peri-procedural arrhythmias and other conduction disturbances are common in patients with underlying cardiovascular disease and/or conduction abnormalities. They can be exacerbated with standard peri-operative medications, anesthesia, and/or instrumentation of the heart. Temporary pacemakers are inserted in all patients undergoing aortic valve replacement (avr). It is not uncommon for patients to have short term/reversible periods of heart block or arrhythmias following the procedure while their heart recovers from cardiopulmonary bypass. In many cases, the temporary pm is left in the patient for a short time following the procedure and then subsequently removed prior to discharge. In this case, a permanent pacemaker was implanted to treat the event. However, the provided information suggests nothing to indicate a device malfunction or quality deficiency related to this event, as it remains implanted and functioning as intended. No further action required at this time.